Event description:
Subsequent to the previously filed report, additional information reported that the balloon ruptured during the first inflation. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported material rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices, or lesion calcification. There was no damage noted on the stent delivery system (sds) during the inspection prior to use or during preparation which suggests a product quality issue did not contribute to the reported material rupture. Additionally, a proximal dissection of the vessel occurred, and an implantation of a second non-abbott stent was required. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo right coronary artery (rca). Pre-dilation was performed and the 3.00x15mm xience skypoint stent delivery system (sds) was advanced. The balloon was inflated but ruptured at 10 atmospheres. Angiography revealed a retrograde dissection to the mid/proximal part of the rca. An unspecified 3.5x48mm drug-eluting stent was used to cover the dissection. The overlap of the two des's were post-dilatated with an unspecified 3.5x8mm non-compliant balloon. There were no adverse patient sequelae and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.